Event description:
It was initially reported that the patient had vocal cord paralysis from vns surgery. The patient has had their vns turned on since surgery. Good faith attempts for additional information have been unsuccessful to date.